Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was tibial component loosening / medial side collapse.

Manufacturer narrative:
No device associated with this report was received for examination. Patient x-rays and photographs of the reported revised devices were provided. Review of the x-rays confirmed medial side collapse/subsidence of the tibial tray and subsequent loosening. A worldwide complaint database search found no additional related reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the medial collapse or device loosening with the provided information. The patient large physical stature and possible poor patient bone quality are possible contributing factors. No evidence was found indicating product error was a contributing factor to the medial collapse or device loosening and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.